Manufacturer narrative:
(B)(4). The er320 device was not received for analysis; however a bag with three malformed clips were received. We were unable to analyze the sample utilized in the reported event as the er320 instrument was not returned to us. Only three malformed clips were received. It could not be determine what may have cause the reported event. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the device, the clips would not form properly. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded but clips will be returned.